Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) not properly retracting on the patient's chest and an unspecified error message was confirmed based on the functional testing and archive data review of the platform. The root cause is due to defective load cells. The archive data was reviewed and contained a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the (B)(6) 2017. The platform was functionally tested including the load characterization check. The evaluation confirmed that the load sensing system has detected a weight/load imbalance between the load cells. It was found that the both load cells were defective and a replacement was necessitated to resolve the ua 7 error message. The load cells can become damaged due to mishandling of the platform. The autopulse platform is a reusable device and was manufactured on 14 nov 2012 nearing its expected service life of 5 years. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the reported event. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) was deployed without issue and used on a cardiac arrest patient. During patient use, the platform performed continuous compression for approximately 3 to 4 minutes and an unspecified error message was observed indicating that the platform did not properly retract the lifeband on the patient's chest. Following this, the user pressed the pause button, checked the battery level including the lifeband, and powered the platform back on; however, the platform error message did not resolve. The user discontinued using the platform and performed manual CPR on the patient for an unspecified amount of time. A return of spontaneous circulation was subsequently achieved and the patient was transferred to the hospital. No known patient consequence was reported.